Manufacturer narrative:
The referenced monitor was returned to the service center for evaluation. The monitor did not display any pictures when plugged into any equipment." The input signal on serial digital interface (sdi-2) is not working. All other inputs and outputs worked appropriately. During troubleshoot, the circuit (qb) board was determined to be defective. Also, there are several scratches on the bezel which impedes image quality. There is minor yellowing of area around vents of the rear panel, but does not affect functionality. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus customer service representative was informed by the clinical engineer technician at the user facility via telephone that the high-definition liquid crystal display monitor was found to have a no image malfunction during preparation for use; ¿the monitor does not display any picture when plugged into any items¿. No death, injury or harm was reported to olympus. The monitor will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.